Manufacturer narrative:
The current manufacturing location for this part (399.48.96) is (B)(4). Without a valid lot number for the specific complainant device, the exact manufacturing location cannot be determined. Device is an instrument and is not implanted or explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the handle of a periosteal elevator broke into three (3) pieces during a clavical case procedure on (B)(6) 2015. The surgeon indicated that the instrument had been in the field for a long time. The surgeon was able to retrieve all the broken pieces and had another instrument on hand to successfully complete the procedure. No surgical delay or patient harm reported. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Manufacturing location corrected to unknown (synthes USA) as a valid lot number was not provided to determine exact manufacturing site. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.